Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced endometriosis ("endometriosis"). The patient was treated with surgery (surgery to remove essure coils). At the time of the report, the medical device removal and endometriosis outcome was unknown. The reporter considered endometriosis and medical device removal to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media: endometriosis." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media: new event ¿ medical device removal and reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.